Manufacturer narrative:
Due to character limitations, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that on/off button on their device is not responding. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no patient involved in the reported event.

Manufacturer narrative:
Stryker evaluated the customer¿s device at the product assessment center (pac) and the cause of the reported issue was determined to be due to the missing plastic component of the latch mechanism on the on/off switch.

Event description:
A customer contacted physio-control to report that on/off button on their device is not responding. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no patient involved in the reported event.